Event description:
It was reported that a female patient underwent a breast surgery with a 325cc mentor smooth round moderate profile saline breast prosthesis and experienced capsular contracture (baker grade 4) and a rupture on the right side post-operatively. The patient described her breast being ¿rock hard¿ as well as being painful with nerve pinpricks and pulling muscle. As a result, the patient reported she was to undergo the device explantation on (B)(6), 2024, however, later reported that she cancelled the procedure.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 05, 2024, mentor received additional information regarding the event. It was reported that the rupture was indicated by a mammogram that was performed. The patient mentioned an option she make take, in which, she'll have her breast prostheses removed and a breast lift only. There has been no information regarding explantation or an expected explantation date at this time; the patient has consulted with a several surgeons. Manufacturer¿s reference number: (B)(4), it was initially reported that the patient's contralateral breast prosthesis (left side) was a non-mentor device (allergan natrelle inspira). The patient mentioned that it was encapsulated and was also reaching out to allergan regarding her warranty available.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).